Manufacturer narrative:
Insulin pump visual inspection: received with a depleted duracell alkaline battery installed 0.024 volts. Test battery energizer alkaline battery 1.58 volts. Minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Insulin pump summary analysis: insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08690 inches. The stop current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Data analysis: (date of death: (B)(6) 2017.) There is no data available due to the unit received with a depleted battery installed. Infusion set visual inspection: 23 inches long, no damage noted on the tubing. Infusion set summary analysis: sample one flow rate 97.7 standard cubic centimeters per minute = passed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on (B)(6) 2017 due to diabetes complications. The caller did not provide where the customer was at the time of death. The caller indicated that the customer did not have other health issues or illness that may have led to the customer's passing. The caller did not allege under or over delivery of the insulin pump. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.